Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump suddenly stopped working and received low battery and replace battery now alarms. The customer's blood glucose level was 250 mg/dl which corrected with bolus. The meter had error message while trying to connect with insulin pump. The customer declined troubleshooting for high blood glucose, low battery and replace battery alarm. The insulin pump will not be returned for analysis.